Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump¿s black box revealed a cs 078 alarm. The pump rebooted with audible and vibration. The screen was unreadable and dim due to moisture. Due to the unreadable dim screen, the functionality of the buttons was unable to be tested. Due to moisture damage and unreadable screen, the original complaint was unable to be adequately investigated. Unrelated to the original complaint, the battery compartment was found to be cracked. The pump case was also found to be damaged. There was moisture found inside the pump and a leak test was performed and failed due to a battery compartment leak.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.